Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a transjugular intrahepatic portosystemic shunt (tips) procedure, an impress catheter tip detached within the patient's venous system. The physician used a snare device to retrieve fractured pieces from the patient. No additional consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the complaint database was performed and no similar complaints were found for this lot number. A review of the device history record was performed and no exception documents were identified.